Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked case-corner of belt clip rails near the battery compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the self test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. The insulin pump was cut open to perform visual inspection and corrosion was found on the motor home switch. No corrosion or moisture damage noted on the electronic assembly, motor or vibrator assembly. A test motor was used and continued testing. The pump passed the rewind test. In conclusion, the pump had a constant pump error 38 alarm during rewind due to a corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in case along battery compartment side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.